Event description:
The device was used during a total dixon procedure. The device fired an incomplete cut of the anastomosis. The surgeon hand sutured and used another device to complete the case. Or time was extended by 1 hour or more.